Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging his onetouch ultra easy meter was reading inaccurately high compared to his feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation as well as from an additional follow up call conducted with the patient on (B)(6) 2013. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported on (B)(6) 2013 he obtained inaccurately high readings of ¿9 and 17 mmol/l¿. The patient reported he normally takes act rapid 3 times a day and protaphase at night. The patient reported his usual readings are about ¿12 mmol/l¿ and he tests 3 times a day. The patient reported 15 minutes later. In response to the readings the patient reported he took his act rapid insulin accordingly. The patient reported sometime later he developed symptoms associated with hypoglycemia and ¿passed out.¿ the patient reported his wife found him and contacted emergency medical services (ems). The patient reported ems tested his blood glucose and obtained a reading of ¿2.0 mmol/l¿ and he was given dextrose. The patient could not provide any additional details. The patient reported he refused transport to the hospital. The patient was unable to state if he was able to test on the subject meter or another meter since (B)(6) 2013. The patient reported the last time the meter was known to be reading accurately was in (B)(6) 2013. The patient was unsure if the meter had caused the alleged issue, he stated it might have been due to an issue with the insulin. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged inaccuracy issue, he took insulin accordingly and developed symptoms suggestive of severe hypoglycemia and required treatment from ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.